Event description:
Event description guidant received information that this implantable transvenous defibrillation lead displayed non-reproducible noise on the rate/sense channel contributing to multiple diverted episodes. No inappropriate therapy has been delivered. Ventricular pacing impedance measurements are reported as >3000 ohms on weekly averages. Daily measurements are consistent in low 300s most of time, but occasional daily measurements of >3000 are also seen. It is reported that the noise seems to have started shortly after lead implant. The patient is not pacemaker dependent.